Manufacturer narrative:
The sample was returned for evaluation. The sample was received in a contaminated state indicating as reported, an attempt to place the mesh inside the body was performed. The sample is confirmed for a broken inflation tube. The issue presented prior to the attempted inflation of the device. The inflation tube was found to have broken 9.1" inches from the tip of the needle loop complex. Visual examination of the break location on the tube is consistent with forces applied during pulling, creating jagged edges and material separation. The break of the inflation tube was not reported as an out of the box condition and may have inadvertently occurred during preparation for use, (i.e. Removal from the package or while inserting the mesh down the trocar). Based on the available information and sample evaluation, the root cause for the noted condition of the returned sample cannot be determined at this time. To date this is the only reported complaint for this manufacturing lot of 155 units released for distribution on (B)(6) 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 during a laparoscopic ventral hernia repair the ventralight st w/ echo ps was placed into the patient and when the inflation tubing was grasped with the surgical grasper and pulled up through the incision,(prior to inflation) the entire inflation tube came out. This inflation tubing was not attached to the echo balloon which remained in the patient. At that time, the surgeon removed the mesh and echo balloon and opened a new ventralight st w/ echo ps to use for the repair. No further issues noted. No patient injury and no significant delay in the case. The surgeon is reported to be experienced with the echo positioning system.